Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and analysed the system log files. The analysis of system log file identified internal mechanical problems with collimator. The fse replaced and returned the collimator to philips for further analysis. The analysis identified shutter y problem in logging causing the bearing snags in lever and wedge not running smoothly. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.